Event description:
The olympus field service engineer (fse) reported, the video system was not powering on. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the subject device was not turning on due to a defective power supply, and scratches were noted on the housing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon ¿processor does not start¿ was confirmed; faulty power supply was confirmed. It was determined that the processor did not start due to a faulty power supply. The cause of the faulty power supply could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.